Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened all button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to buttons not responding. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner and stripped battery cap coin slot.

Event description:
The customer reported via phone call that insulin pump had blood glucose was high. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.